Event description:
It was reported that a premature infant received too much total parenteral nutrition (tpn). The pump was programed infuse 4ml/hr (volume to be infused approximately 200 ml). The fluid volume was set to alarm after 1 hour of infusion to check the blood glucose. During rounding, it was noticed that only 57ml was left in tpn bag and 160 ml was unaccounted for. There was no evidence of leakage (no substances found on or around the machine; nothing on the floor). Heel stick was performed and revealed "high" results. The blood was then sent to the lab and glucose was"1308". The pump checked and it was noted to have been programmed correctly with an intended rate of 4 ml/hr. It was estimated that the infant received approximately 57ml from 1935 to 2150. The infant was on "bcpap +5, 21% fio2"; not requiring any fio2. After tpn event, "bcpap +6, > 30% fio2 with increased wob" with respiratory failure and pulmonary hemorrhage was identified. Due to the event, the infusion was stopped and the infant was intubated. It was then reported that the infant "survived" and alive. Per customer's review of the keystroke logs, it was found that 8.24ml was infused (as recorded by the device) from 1940 to 2150 and the rate was programmed correctly as 4ml/hr.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log review only.

Event description:
It was reported that a premature infant received too much total parenteral nutrition (tpn). The pump was programed infuse 4ml/hr (volume to be infused approximately 200 ml). The fluid volume was set to alarm after 1 hour of infusion to check the blood glucose. During rounding, it was noticed that only 57ml was left in tpn bag and 160 ml was unaccounted for. There was no evidence of leakage (no substances found on or around the machine; nothing on the floor). Heel stick was performed and revealed "high" results. The blood was then sent to the lab and glucose was"1308". The pump checked and it was noted to have been programmed correctly with an intended rate of 4 ml/hr. It was estimated that the infant received approximately 57ml from 1935 to 2150. The infant was on "bcpap +5, 21% fio2"; not requiring any fio2. After tpn event, "bcpap +6, > 30% fio2 with increased wob" with respiratory failure and pulmonary hemorrhage was identified. Due to the event, the infusion was stopped and the infant was intubated. It was then reported that the infant "survived" and alive. Per customer's review of the keystroke logs, it was found that 8.24ml was infused (as recorded by the device) from 1940 to 2150 and the rate was programmed correctly as 4ml/hr. A medwatch report was received (mw5105347) that indicated: respiratory decompensation requiring intubation assessed infant's blood glucose which was 13 08checked pump and tpn volume found only 57 ml left in tpn bag that had approximately 200 ml. Patient should have received only 8 ml in 2 hours suspect that alaris pump malfunctioned and bolused the patient as no other causes were identified that would lead to 160 ml missing from the tpn bag. No leaks or puddles or evidence of leakage found FDA safety report ID# (B)(4)

Event description:
It was reported that a premature infant received too much total parenteral nutrition (tpn). The pump was programed infuse 4ml/hr (volume to be infused approximately 200 ml). The fluid volume was set to alarm after 1 hour of infusion to check the blood glucose. During rounding, it was noticed that only 57ml was left in tpn bag and 160 ml was unaccounted for. There was no evidence of leakage (no substances found on or around the machine; nothing on the floor). Heel stick was performed and revealed "high" results. The blood was then sent to the lab and glucose was"1308". The pump checked and it was noted to have been programmed correctly with an intended rate of 4 ml/hr. It was estimated that the infant received approximately 57ml from 1935 to 2150. The infant was on "bcpap +5, 21% fio2"; not requiring any fio2. After tpn event, "bcpap +6, > 30% fio2 with increased wob" with respiratory failure and pulmonary hemorrhage was identified. Due to the event, the infusion was stopped and the infant was intubated. It was then reported that the infant "survived" and alive. Per customer's review of the keystroke logs, it was found that 8.24ml was infused (as recorded by the device) from 1940 to 2150 and the rate was programmed correctly as 4ml/hr.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report.